Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) old male patient had a rash. The patient's rash was located under his left breast, on his arm and his eyelids, and on his back underneath the lifevest. The patient's rash was red, blistered, and itchy. The patient's physician advised the patient to put a cream on his rash. Follow-up attempts with the patient were unsuccessful. The outcome of the rash is unknown.